Event description:
During an in clinic follow-up, it was reported the device delivered inappropriate high voltage defibrillation therapy for atrial fibrillation. The physician did not allege a malfunction against the device and elected to performed no intervention to resolve the event. The patient was in stable condition and will continue to be monitored.